Manufacturer narrative:
This report is submitted on april 11, 2022.

Event description:
Per the clinic, the patient experienced pain and tinnitus. The device was explanted on (B)(6) 2021. There are no plans to re-implant the patient with a new cochlear device as of the date of this report.

Manufacturer narrative:
Device analysis has indicated device failure. Device analysis report attached. This report is submitted on may 24, 2022.